Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had low blood glucose of 31 mg/dl and yesterday it was 37mg/dl. The blood glucose level at the time of incidence was 75 mg/dl. The customer decline to troubleshoot low blood glucose. The device will not be return for analysis.